Event description:
Patient allegedly received an implant via the left common femoral vein due to pulmonary embolism (pe) followed by a successful, percutaneous removal (B)(6) 2018. Patient is alleging vena cava perforation. Patient notes and further alleges experiencing physical limitations. Per a computed tomography2 (CT): "ivc filter. 1. Filter location and tilt: top of l2 to bottom of l3, no tilt. 2. Abnormal positioning of the ivc filter: no. 3. Perforation beyond the ivc wall with or without involvement of the adjacent organ/vessel: present, 4 of 12 struts perforate and extend up to 4 mm beyond ivc wall into adjacent fat. No solid organ or vessel involvement. Filter strut fracture or bending: absent. 5. Diameter of the inferior vena cava immediately above filter: 20 mm". (B)(6) 2018 percutaneous ivc filter retrieval (successful): "a snare catheter was loaded into a 7 fr sheath which was then advanced into the 10 fr sheath to the filter apex. By manipulating the snare, the filter apex hook was captured and the filter collapsed sequentially by the 7 fr sheath and 10 fr sheath. The filter was removed and inspected. The filter is intact".

Manufacturer narrative:
Investigation: the following allegations have been investigated: vena cava (vc) perforation, physical limitations. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog # is unknown but referred to as celect. Occupation: non-healthcare professional. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Investigation: the following allegations have been investigated: vena cava (vc) perforation. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
Original: the following information is alleged: the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2008. The cook ivc filter has perforated the patient's ivc including four struts perforating and extending up to 4 mm beyond the ivc wall. Hospital and medical records have been requested, but not yet provided.